Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she developed a rash under the three therapy electrodes. The patient reported that the area looked like a diaper rash or yeast infection. During a follow-up the patient reported that her doctor suggested the use of nystatin cream and that it had helped but the irritation was still present. The final medical outcome of the rash is unknown. There was no alleged device malfunction.